Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1687, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The consumer immediately felt pain right after the outpatient procedure and could not barely walk. Her doctor assured her the pain would only last a day or so but she was still suffering from pelvic pain and back pain 3 years later. She also reported she experienced heavy periods and painful cramps to the point it felt like having miscarriages. She did not receive the nickel skin test and in (B)(6) 2012 she broke out with lesions and could not walk just how painful it was. The consumer was placed on (B)(6) medication because doctors assumed it was (B)(6) until her results came negative. She made several trips to the hospital, and doctors did all types of tests but could give her no explanation for what she was experiencing. Reporter causality: the relationship between all the events and essure is related. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and broke out with lesions, could not walk just how painful it was. These events were considered serious, pelvic pain is listed in the reference safety information for essure while the other event is unlisted. Considering that pelvic pain and allergic reaction (including rash) may occur with essure therapy and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. In this case, it was reported that consumer made several trips to the hospital. Although it was unclear whether she was admitted, hospitalization cannot be formally excluded in this case, it was regarded as an incident. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 10-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and broke out with lesions, could not walk just how painful it was. These events were considered serious, pelvic pain is listed in the reference safety information for essure while the other event is unlisted. Considering that pelvic pain and allergic reaction (including rash) may occur with essure therapy and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. In this case, it was reported that consumer made several trips to the hospital. Although it was unclear whether she was admitted, hospitalization cannot be formally excluded in this case, it was regarded as an incident. Additionally, non-serious events were reported. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.